Manufacturer narrative:
Device evaluation: one cadd pump was received for investigation. Upon delivery accuracy testing, it was noted that the pump proved to be near 0 % error on the test. Therefore, based on the investigation and testing, the complaint allegation was not confirmed. No fault was found with the returned device.

Manufacturer narrative:
If follow-up, what type: the first follow up for this complaint was sent in error under 3012307300-2019-03340 fu 1.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump failed the volume test. There was no patient involvement.